Event description:
It was reported customer experienced occlusion alarms. There was no reported impact to the customer¿s blood glucose level. Customer declined tandem technical support assistance, and no additional information was obtained.